Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the device was working well. However during routine connectivity and impedance check, battery and leads found to have no connection to any contacts and high impedances >10k on every contact. Patient denied any falls/trauma. Rep educated patient on importance of keeping stimulator off. The hcp ordered x-rays, possible surgical intervention after x-rays. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead ,product ID 977a260, serial# (B)(4) implanted: (B)(6) 2016. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead fracture wasn¿t determined. The rep reported that no actions/interventions were taken to resolve the issue and the issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient had an x-ray done and the x-ray showed a lead fracture. At the time of the report, no actions or interventions had been taken. The issue was not resolved. No symptoms were reported. No further complications were reported or anticipated.